Event description:
During a low anterior resection procedure, the instruement was difficult to open. The surgeon manually manipulated the device open. The hosp has reported no pt injury occurred.

Manufacturer narrative:
11/11/96 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.additional data entered in d9 and e1. Corrected data entered in b4 and g4.